Manufacturer narrative:
A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that implant at tooth site 22 was removed due to peri-implantitis.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) and one (1) unknown zimmer screw were returned for investigation. Visual evaluation of the as returned implant identified that it had damage and bone debris on external threads. The implant was fractured at the collar and a fractured screw was identified inside implant. Functional testing could not be performed since the products were fractured. Similar complaints for peri-implantitis related problems have been previously investigated. Pre-existing conditions noted on the per was inadequate oral hygiene. Bone density was unknown. The reported device had been placed on tooth #22 (fdi) and was used for approximately two (2) months. DHR review for the lot 1239170 had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Sterilization record op# 150 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1239170 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
Per investigation results, it was reported that implant fractured at the collar.